Manufacturer narrative:
Updated sections: d9, h2, h3, h6, h9, h11. Device evaluation: intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument for failure analysis evaluation. It was found to have a frayed grip cable at the grip hub. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the site's system logs was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, tissue was sticking to the fenestrated bipolar forceps (fbf) instrument, causing tearing and resulting in inadequate coagulation. The round ligament tissue became lodged within the jaws of the fbf instrument but was successfully released using a fenestrated grasping forceps instrument. No additional tissue removal was required, and the estimated blood loss was less than 100ml with no transfusion required. The issue was resolved by using a backup fbf instrument, and the procedure was successfully completed robotically. According to the surgeon, the operating time was extended due to difficulties in achieving adequate hemostasis. The surgeon noted that the instrument tearing the tissue resulted in increased diffuse bleeding and increased operative time, and the poor vision caused by bleeding could have increased the risk of ureteral injury. There was no concern for a long-term complication, and the patient did not experience post-operative complications.